Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a multi-medication infusion, an unplanned versed bolus infused. The clinician had given an agitated ventilator dependent patient a morphine bolus as expected, and at the end of the bolus, a different channel beeped that the versed bolus had completed. The user was not able to confirm if a morphine or versed bolus had infused, and the physician was notified. The patient was observed for side effects during which time the patient was wide awake after 30 minutes and vital signs remained stable. No patient harm was reported. An event log review and investigation was requested to check programming and device function.

Event description:
The customer reported that during a multi-medication infusion, an unplanned versed bolus infused. The clinician had given an agitated ventilator dependent patient a morphine bolus as expected, and at the end of the bolus, a different channel beeped that the versed bolus had completed. The user was not able to confirm if a morphine or versed bolus had infused, and the physician was notified. The patient was observed for side effects during which time the patient was wide awake after 30 minutes and vital signs remained stable. No patient harm was reported. An event log review and investigation was requested to check programming and device function.

Event description:
The customer reported that during a multi-medication infusion, an unplanned versed bolus infused. The clinician had given an agitated ventilator dependent patient a morphine bolus as expected, and at the end of the bolus, a different channel beeped that the versed bolus had completed. The user was not able to confirm if a morphine or versed bolus had infused, and the physician was notified. The patient was observed for side effects during which time the patient was wide awake after 30 minutes and vital signs remained stable. No patient harm was reported. An event log review and investigation was requested to check programming and device function.

Manufacturer narrative:
Patient information: infant the customer¿s report of an unexpected bolus was not confirmed. The pcu event log shows pump module s/n (B)(4) (unit a) was in use and infusing drugid 232 at a rate of 0.656ml/hr. Pump module s/n (B)(4) (unit b) was in use and infusing drugid 87 at a rate of 1.33ml/hr. Pump module s/n (B)(4) (unit c) was in use and infusing drugid 246 at a rate of 1.64ml/hr. At 10:05 am, the user programmed and started a bolus on unit a to run at 196.8ml/hr with a vtbi of 3.28ml. The bolus completed at 10:07 am. At 10:12 am, the user programmed and started a bolus on unit c to run at 1.64ml/hr with a vtbi of 20ml. At 10:12 am, the user changed the bolus on unit c so that it was a rapid bolus to run at 1.64ml/hr. The bolus completed at 10:17 am. At 10:17 am, the user programmed and started a rapid bolus on unit a to run at 196.8ml/hr. The bolus completed at 10:18 am. At 10:26 am, the devices were channeled off and the system was shutdown and powered off. The root cause of the customer¿s report was not identified. The customer¿s dataset was requested however was not provided and due to this, the medications in use could not be identified. No devices received, log review only.

Event description:
The customer reported that during a multi-medication infusion, an unplanned versed bolus infused. The clinician had given an agitated ventilator dependent patient a morphine bolus as expected, and at the end of the bolus, a different channel beeped that the versed bolus had completed. The user was not able to confirm if a morphine or versed bolus had infused, and the physician was notified. The patient was observed for side effects during which time the patient was wide awake after 30 minutes and vital signs remained stable. No patient harm was reported. An event log review and investigation was requested to check programming and device function.